Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, computed tomography revealed inferior vena cava filter was 4cm inferior to renal veins and some of the struts of the filter extended through the wall of the inferior vena cava. The patient experienced abdominal pain. Approximately one month later, filter retrieval procedure was performed. A 6-french sheath was placed and a bentson wire was advanced easily to the inferior vena cava in the infrarenal position. Next, an omni flush catheter was advanced and an ICU cavogram was performed and results came with no evidence of thrombus and the filter did not appear to have significant tilt. Next, the tract was dilated with a 10-french dilator and a 16-french sheath was advanced under direct vision over an amplatz wire down to the juxtarenal area. Then switched to a glidewire, omni flush catheter and the snare was brought as a body catheter. So, a wire loop was able to pass between the legs of the filter. The sheath was advanced over the wire loop, that was between the legs of the filter but, however, the sheath seemed to be not engaged to the tip of the filter. At that point, second snare was brought, a cook retrieval kit was introduced through the sheath and the hook of the filter was able to snare and engage the filter. The sheath was advanced, and the filter was easily collapsed. With gentle traction, the struts of the filter could be disengaged from the cava. The filter was removed in its entirety. Therefore, the investigation is confirmed for perforation of the inferior vena cava(ivc) and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time, post filter deployment, it was alleged that the filter struts perforated. The device has been removed percutaneously but after an unsuccessful retrieval procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.